Event description:
Doctor at (B)(6) hospital in (B)(6) texted me the images of a dislocated stryker constrained liner. Patient will be revised in the future.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident liner was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "a review of the provided medical records by a clinical consultant indicated: "the ap x-ray shows a proximal femoral replacing stem with an acetabular reconstructive component and locking ring. The femoral coment has dislocated from the locking acetabular component. Dislocation from a constrained liner is confirmed. The root cause of this complication cannot be determined from the limited documentation provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: "a review of the provided medical records by a clinical consultant indicated: "the ap x-ray shows a proximal femoral replacing stem with an acetabular reconstructive component and locking ring. The femoral coment has dislocated from the locking acetabular component. Dislocation from a constrained liner is confirmed. The root cause of this complication cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor at (B)(6) texted me the images of a dislocated stryker constrained liner. Patient will be revised in the future.